Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-op, high impedance and high capture thresholds were observed. The lead was repositioned.